Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b3. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could could not be determined, however, it can be presumed that the likely cause was physical stress. The event may be detected by following the instructions for use which state: ¿·preparation and inspection - inspection of the endoscope¿ ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. "·important information ¿ please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device. Corrected: b3 - event date information was inadvertently not included on the initial medwatch.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Leakage was noted from the bending section cover. The bending tube had a dent and connecting tube had scratches. There were few additional findings. Due to pinching on bending section cover, water tightness was lost. Due to deformation of electrical connector, water tightness was lost. Distal end had a dent. The bending section cover had a cut. Bending tube had a dent. Grip had a scratch. Forceps channel port had a dent. Universal cord had a dent, scratch and discoloration. The scope connector had a scratch. Grip was deformed. The device exhibited reduced angulation. Due to damage on charge coupled device (ccd) unit, the image had black dots. Connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the scope exhibited leakage during reprocessing. It was also noted that the scope had leakage from bending section cover, the bending tube was deformed and connecting tube had scratches. The device was returned and an evaluation at the repair center revealed, the coating of the connecting tube was peeled off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There was no patient involvement.